Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the plate is broken and will remain implanted. No other information is known at this time.

Event description:
It was reported that the plate is broken and will remain implanted. No other information is known at this time.

Manufacturer narrative:
As described in the event description, the sales rep was informed by the surgeon of the plate breakage after taking a post-op scan. Except for the reported plate breakage, no adverse consequences were reported for this event. The device history records indicate 1 unit (set of 2 plates) was manufactured, accepted into final stock on 2020-dec-15. No issues could be found in the manufacturing or inspection documents. Based on the investigation and the corresponding statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no corrective and / or preventive actions are deemed necessary at this time. H3 other text : device remains implanted.